Manufacturer narrative:
H2 additional information: updated b5. H3, h6: the system was serviced in the field by a medtronic representative. The computer was replaced. Codes b01, c13, and d02 are applicable. The returned 9735786 computer, lot 2240g00695 was analyzed. No fault was found. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network was set correctly. The video capture card functioned correctly. All display ports functioned correctly. The sound functioned. The computer passed all burn-in testing v9.1. The computer was fully functional. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that no error messages were displayed. The issue was observed after operating normally for longer than 1 hour but less than 2. The surgeon was in the navigation task and when tracking was attempted the system was unresponsive (frozen). A straight suction on an instrument tracker in port 2 was in use at the time.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0 product ID: 9735786, lot number: unknown h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0709: device sensing problem is applicable to during navigation. Code a110201: application program freezes, becomes nonfun ctional is applicable to the system became unresponsive. Code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1908: prolonged surgery is applicable to the surgical delay of less than 5 minutes. Code g02007: computer hardware is applicable to the computer. Code g02008: computer software is applicable to the system's computer software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the system became unresponsive during navigation. There were no errors displayed, and the system was plugged into the "red outlet." The system was rebooted and the procedure was able to continue. Troubleshooting was performed. The manufacturer representative (rep) said the site stated "this has been happening but not reported due to previous low performance complaints." The rep removed the back panels, and the computer was refreshed. The ear, nose and throat (ent) software was temporarily installed on the system. This issue caused an unknown surgical delay. The impact on the patient's outcome was unknown. Additional information was received. It was reported that the issue occurred intra-operatively during a functional endoscopic sinus surgery (fess). The issue occurred while actively navigating. There was a less than 5 minute delay and no impact to patient outcome. Additional information was received. It was reported that the issue had occurred across different patients, different surgeons, with same scanner. There was 90% solid-state drive (ssd) free storage space. The issue occurred with "normal tracing pattern and typical acquired points. Registrations are good." The number of instruments during procedure(s): 1 instrument tracker and 1 navigated blade.

Event description:
Additional information was received. It was reported that the system worked as expected until it powered itself off completely. Then when it was powered back on the blue screen appeared, then corrected itself and rebooted. Afterwards, it functioned normally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that in the reviewed logs, it was observed that there were 2 sessions on the issue reported date. There were no network, rabbitmq, database, pulseaudio, watchdog, gpu issues observed across the shared logs. During navigation the localizer reported "couldn't find device axiem" early in the session and the instruments subsystem repeatedly re-created tool cards and issued many "requesting navigation unfreeze" events. There were no issues captured in the system level logs. Also, there were no errors captured in the logs for the cause of this issue. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.